Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the therapy connector inside the device which corrected the connection issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device therapy connector will not stay connected inside monitor. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device passed performance inspection procedure and was returned to the customer. Physio-control further evaluated the therapy connector cable and determined that the cause of the issue was due to damaged therapy connector cable to fit/form and pin structure. The c-clip mounts were worn and 2 low voltage pins were broken off inside of connector.

Event description:
The customer contacted physio-control to report that their device therapy connector will not stay connected inside monitor. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.